Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the patient had "re-injured" themselves approximately 4 months prior to this report. They had been working with their healthcare professional (hcp) to titrate the pump dose to a new effective threshold. On the date of this report, the patient presented to the emergency room reporting fatigue, tiredness and a perceived difficulty breathing. The patient had been mowing their lawn and fishing. The patient also reported sedation, difficulty staying awake in the morning after sleep, "challenge with simple tasks (e.g. Packing a suitcase) and intermittent relief. The patients o2 saturation was 98% on room air per patient recollection. The event was not suspected to be catheter related. A motor stall and recovery was noted in the pump logs on the date of this report. It was reported the patient had an MRI as part of the diagnostic testing for the overdose symptoms at the time of the stall. The patients prior dose was 3.5mg/dal and was reduced to 3.0 and again to 2.5 based on the patient's reports of overdose symptoms. After the dose reductions, the patient had reduced sedation/sleepiness and was "doing ok". The pump was used to deliver hydromorphone and droperidol. Information related to the outcome of the event was not reported. Additional follow-up is being performed to obtain this information. A supplemental report will be sent if the information is received.